Event description:
Reason for revision: alval/soft tissue reaction.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4)reason for original complaint. Asr revision. Update from crawford's spreadsheet (B)(6) 2012: reason for revision, surgeon, hospital, hip revised. Asr revision. Left asr hip resurfacing system. Reason for revision: alval/soft tissue reaction. Update - added lot numbers x 2 and amended hip side taken from claimsuite dated (B)(6) 2014. Right side.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.